Manufacturer narrative:
(B)(4). The covidien customer support engineer (se) inspected the device and verified the malfunction. The se replaced the breath delivery (bd) power controller printed circuit board (pcb), power distribution pcb and the power controller pcb. The se performed extended self-testing on the device and all tests passed.

Event description:
Covidien received information stating that a 980 ventilator was inoperative. The ventilator was not in use on a patient at the time the malfunction occurred.